Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad cover was peeling off from the pump and was being held on with tape. It was also noted that the keypad buttons needed to be pressed in the "right spot" in order to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be peeling at the ok button. During testing, the up arrow keypad button was unresponsive and the contrast keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under the up arrow, down arrow, and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.